Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was never able to successfully charge the ipg. Field representative met with patient multiple times to educate patient on how to charge. Patient became discouraged and unwilling to charge ipg. The patient wanted a nonrechargeable ipg. As a result, the ipg was replaced. Therapy has been restored.